Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the graft was returned clean. The graft had two blue lines running longitudinally down the graft and had carbon lining, which identified the product as a bard graft. Clamp marks were identified on one end of the graft. The ends of the graft appeared trimmed. No loose or missing beading was identified. No tears and/or rips were noted on the graft. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is inconclusive as the graft was not returned in its entirety. However, no tears and/or rips were identified on the returned portion of the graft. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: impra® eptfe grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient¿s body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the grafts to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. Avoid repeated or excessive clamping at the same location on the graft. If clamping is necessary, use only atraumatic or appropriate vascular smooth jawed clamps to avoid damage to the graft wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a vascular graft placement for a femoral to femoral bypass, the physician discovered longitudinal lacerations in the surgical graft during preparation; therefore, the vascular graft was not used in the surgery. A new vascular graft was prepped and placed successfully. There is no reported patient contact or injury.